Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not returned.

Event description:
It was reported that the patient's right knee was revised due to pain and a tibial component which subsided laterally. A size 4 tibial component and 4x11 cs insert were revised to a size 3 universal baseplate with augments and stem, and a 3x16 cs insert. Rep confirmed there are no allegations against the revised liner.